Manufacturer narrative:
(B)(4) = pawl. The analysis found that one pse45a device was returned in good visual condition and with an ecr45w cartridge loaded on the device. The returned reload was unfired and in good visual conditions. Furthermore the manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The reverse button force worked as intended during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure, the device partially fired and locked out on the tissue , the reverse was used and the knife did not return to home. The manual over ride was used to open the device. The device was removed from tissue with no tissue damage. A second device was pulled to complete the procedure with no patient consequence.